Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no deformation to the area where the foreign material remained and it was confirmed that reprocessing was performed in accordance with the instructions for use (IFU). The following information from the instructions for use (IFU) pertains to this event: evis lucera gif/cf/pcf type 260 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Evis lucera gif/cf/pcf type 260 series reprocessing manual includes the preventive measures in chapter 3 "cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.